Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
Consumer reported she opened a tampon and the string was bunched up inside the applicator making it unavailable for use. She was unable to grab the string to pull it through the applicator therefore she did not use the tampon and discarded it.